Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty patient board set. Additional findings were as follows; there was a worn out video connector latch causing poor connection with pigtails. Also, version 4.10 was recommended to be updated over version 3.01. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center did not recognize any 180 scopes and there was no image displayed. The issue occurred during preparation for use, for a therapeutic procedure. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the images from each port were not displayed due to patient board set failure circuit board. Olympus will continue to monitor field performance for this device.